Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. It was reported that the patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced hyperglycemia with nausea, headache and the mouth smelled "like poison". The cgm was reading 130 mg/dl and the blood glucose reading was 458 mg/dl. The husband called an ambulance, and the patient was treated with ¿infusion¿ (IV medication). There were no additional details provided for the medical intervention. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.